Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 30 mg/dl at the time of incident and other blood glucose value was 203 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with glucagon for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did use auto mode. Customer stated that they did not alleging insulin pump was over delivering. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer stated that insulin delivery was not suspended due to sensor glucose verses blood glucose difference. Customer stated that sensor glucose value was 62 mg/dl, 105 mg/dl. The insulin pump will not be returned for analysis.